Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 he obtained a result of ¿181mg/dl¿ on the subject meter which he felt was inaccurately high in comparison to his feelings or normal results. The patient detailed that he takes the non-diabetic medicines omeprazole and lisinopril and that he decreased his food or drink intake in response to the alleged issue. The patient denied developing any symptoms, however, stated that on (B)(6) 2015 he had his blood glucose tested on a doctor¿s meter which gave a result of less than or equal to 40mg/dl. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. When a control solution test was performed the result was not in range. Replacement products were sent to the patient. This complaint is being reported as the patient described a sign suggestive of a serious hypoglycemic event after the alleged meter issue occurred.